Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-00743.

Event description:
It was reported that upon activation of the surgical fiber during a stone procedure, the fiber broke outside the scope near the physician. The output beam was reported to have hit the surgeon in the chest area of his lead gown but no perforation was noted. The fiber was replaced and the procedure continued using a second surgical fiber, which was reported to have broken upon activation inside of the scope. No patient or staff injury was reported. This event is for the second surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber returned in two pieces; the distal end of the glass fiber exhibits no signs of usage; the fiber is broken within the fiber blue outer sheath, and detached at 2 feet and 10.5 inches from distal tip; the length of second piece including the connector is 9 feet and 4 inches; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: handling damage. The probable root cause was determined based on excessive bending. This report is for the same event as manufacturer report 2937094-2018-00743.